Event description:
The physician reports that the crystalens haptics tore when delivering the lens using the amo silver series lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged iol. Implantation with a second crystalens was attempted, but was not successful because of the patient's capsular bag tore and vitreous was lost. A standard monofocal iol was implanted successfully and sutures were placed. Reference MDR #2031924-2007-00260.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the unsuccessful placement of the backup crystalens was related to a torn posterior capsule. Note: implantation of the crystalens requires an intact capsular bag.